Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the balloon interacted with calcification or associated devices causing damage to the balloon material resulting in rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the anterior tibial artery with mild calcification, mild tortuosity and 80% stenosis. The 2x150 mm armaada 18 percutaneous transluminal angioplasty (pta) catheter was being flushed during use when saline was noted to be leaking from the balloon [rupture]. The devicwe was inflated once to 8 atmospheres. Another armada was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.